Manufacturer narrative:
The wear on the strap is likely caused by repetitive up and down movement caused by the method used to tighten the strap. Our investigation could not conclusively identify the cause of the problem, but the body support strap assembly had been replaced by a distributor in july 2019, and failure at that time to fully tighten the bolts holding the strap in place would have contributed to the problem. The user noticed the wear and discontinued use before any failure occurred.

Event description:
It was reported that the strap securing the body support became worn through due to rubbing on the metal stamping that secures the end of the strap.